Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer was treated with manual injection. Customer reported that the insulin pump had been through the metal detector and it started to quite working. Insulin p ump had replace battery and it was shut down it was not working anymore. The insulin pump will not be returned for analysis.